Manufacturer narrative:
The revolve ultrasound probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. No adverse event occurred with the usage of this product. Due to the open package that can potentially affect sterility, we consider this event to be a product malfunction that if it were to recur, has the potential to cause or contribute to a serious injury. Pursuant to 21 cfr 803 we are submitting this medwatch report.

Event description:
The sales rep reported that they opened an ultrasound probe box and the probe was already open.